Manufacturer narrative:
The tsh reagent lot number was 808547 with an expiration date of 30-apr-2025. The customer stated that the qc was within the normal ranges prior to the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys tsh assay on a cobas 6000 e601 module compared to a different cobas analyzer. Initial result: 0.0018 iu/ml (accompanied by an instrument alarm). The customer questioned the initial result and repeated the qc. The qc was found to be out of range, prompting the repeat of the sample. Repeat result: 1.18 iu/ml (tested on another cobas and considered to be within the normal range). No questionable result was reported outside the laboratory.

Manufacturer narrative:
The field service engineer checked the instrument and replaced the solenoid and pinch valves, and the pinch valve tubes. He then confirmed that the system was performing within specifications. The cause of the event could not be determined.